Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported that when she removed the sensor, the sensor site was red, inflamed, hot to the touch and swollen. On (B)(6) 2019, she contacted the patient¿s endocrinologist and pediatrician who both recommended that she take the patient to the emergency department (ed) for evaluation. Upon admission to the ed, the patient¿s bg was 500 mg/dl and he was diagnosed with an abscess at the sensor insertion site. The patient was evaluated and treated with fluids via intravenous (IV) therapy and other unspecified medications. The sensor insertion site was x-rayed, incised, drained, and dressed. The patient was prescribed a seven-day course of clindamycin. No additional patient or event information is available.